Manufacturer narrative:
The device associated with the event was returned for investigation, and an investigation has not yet been completed. When an investigation is conducted, a supplemental report will be filed.

Event description:
The patient performed a control solution test using their control solution 1 and the result was out of range. The result for control solution 1 was 65, and the pre-calibrated range for control solution 1 was 91-137. The patient performed repeat control solution testing using the same control solution 1 and the result was out of range. The result for the control solution 1 was 69. The patient did not receive treatment as part of the malfunction.